Manufacturer narrative:
Clinical review: there is no evidence to support a temporal relationship between ccpd therapy utilizing the liberty select cycler, and the documented adverse event of hyperkalemia. The etiology of the hyperkalemia is unknown at this time, therefore causality cannot be established. There is no documentation or indication that any fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of a machine malfunction or failing to perform as expected in relation to this event. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A device history review could not be performed since the serial number of the alleged device is unknown.

Event description:
The medical records received on a unrelated customer experience indicates the peritoneal dialysis patient experienced hyperkalemia on (B)(6) 2018. Follow up with the peritoneal dialysis patient indicated that the patient was hospitalized on (B)(6) 2018 for blood in the catheter. Patient was reportedly discharged on (B)(6) 2018. Additional information was solicited.